Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. Drawer 5 on the 5e pyxis displayed a 'failed to stay closed' error. When the customer attempted to recover the drawer, it did not open. I released the drawer from the back; however, the drawer still could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to sense closed when physically shut. A field service engineer (fse) upon arrival drawer 5 was not sensed closed when physically shut. Fse removed and cleaned debris from cubie trays, reseated row board cables and replaced latch inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.